Event description:
Paramedics attended to a person diagnosed in cardica arrest. Disposable defibrillaton electrodes were initially used in an attempt to administer a shock to the patient who was diagnosed in ventricular fibrillation. The device allegedly displayed a connect electrodes alarm and defibrillator charge was inhibited. The operator subsequently used the standard external paddles and successfully administered defibrillator shocks to the patient. Later, the patient went into asystole and the operator again connected the therapy cable and attempted to administer external pacing. The device again allegedly displayed a connect electrodes alarm and pacing was inhibited. The patient was not resuscitated. The reporter indicated the alleged malfunction did not likely cause or contribute to the patient's death. This opinion was based on an assessment of the patient's condition.